Manufacturer narrative:
An engineering evaluation has been completed. The adult cuff has been tested and shown to be accurate on fingers with circumferences ranging from 43 to 71 mm. It also has been tested and shown to be accurate when compared to blood pressure measurements from an arterial line. An in-depth investigation to confirm device functionality or potential manufacturing issue could not be performed since the device was not returned. However, a pra was initiated to address this issue. The reported malfunction could not be confirmed since no objective evidence was provided. However, there are manufacturing controls to avoid potential causes related to the malfunction such as 100% visual inspection, 100% electrical test, qa sampling inspection. No CAPA is required.

Manufacturer narrative:
No product was returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Per the instructions for use it states " do not apply the finger cuff on the thumb, small finger, or previously fractured fingers." The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use on a large patient, the aiqca failed to provide accurate blood pressure readings. They tried first from the middle finger, then from the index finger, and then from the thumb. The aiqcl substituted and worked perfectly when placed on the thumb. They tried to troubleshoot by checking circuit and connections; change fingers; and substitute size large cuff. There is no patient injury. The device is not available for return.